Manufacturer narrative:
The returned product was evaluated and the reported malfunction was confirmed. A rotational sensor malfunction occurred causing first prime to finish prematurely at 39 pulses. As a result, the second prime sequence finished at 49 pulses, which is before the cannula deployed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he was in the process of activating a new pod and, when he pressed start, the cannula did not deploy. He took the pod off and went to activate another one (within 5 minutes). While reporting, looking at the pod, the cannula was visible indicating the device deployed late. The pink slide had moved forward. The patient checked his blood glucose, which read 333mg/dl. The device was returned for evaluation.